Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station need manual recovery. A technical support specialist (tss) dialed into the station and checked the data synchronization debug log, which showed a manual recovery. The station database was backed up. The relevant knowledge article 'manual recovery required - datasyncinvaliduploadchangetrackingvalue' was followed to resolve the manual recovery issue, which was successfully fixed. The database was then dropped, and a full station synchronization was performed since the station had not been used for over two months. The full synchronization was completed successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the transaction history and inventory count were not reflected in the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.